Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) -incorrect preparation. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. It should be noted that the rx trek instruction for use instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a trek rx balloon dilatation catheter (bdc) was prepared outside the patients anatomy and flushed according to the instructions for use, but the balloon was not pre-soaked. During a mildly tortuous, heavily calcified, proximal left anterior descending artery interventional procedure, during pre-dilatation, a trek rx (bdc) was advanced without difficulty to the lesion and the balloon ruptured when inflated to 5 atmospheres. The trek rx bdc was removed without difficulty and another unspecified bdc was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.